Event description:
It was reported that the patient was in an automobile accident on 2013 (B)(6). The caller stated that there were ¿16 leads¿ and ¿only 13¿ were working properly. The caller did not know if there was a problem with the implantable neurostimulator (ins) or if the patient suffered any injuries as a result of the car accident. The caller noted that the patient was having pain but the healthcare professional (hcp) stated that it could be due to ¿weaning¿ the patient off of oral medications. The caller wanted information regarding the ins and how it worked. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).